Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had dyspnea, but did not feel any symptoms from loss of capture. The lead was capped and replaced due to high, out of range impedance and a rising capture threshold on (B)(6) 2016. The patient was doing fine post operation.